Event description:
It was reported that the patient had pain, burning and redness at the implant site for the last week prior to report. The patient went to the hospital on a healthcare professional¿s (hcp) recommendation after contacting the hcp because of the aforementioned symptoms. The patient was given a ¿pain shot¿ at the hospital. The patient was taking oral pain medication for pain but had run out and was taking tylenol for a fever. The patient did not know whether the implantable neurostimulator (ins) site might be infected. The patient was at 0.6v. The patient had an appointment with the hcp scheduled but was in ¿so much pain¿ that they may not be able to go. Additional information received reported that the cause of the event was an infection. Surgical intervention included explant. Symptoms associated with the event included pain. The patient did not require hospitalization.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type lead product ID neu_ptm_prog, serial# unknown, product type programmer, (B)(4).